Manufacturer narrative:
The unit has not been sent in for failure investigation or analysis. A follow-up report will be submitted once investigation is complete.

Event description:
Customer stated they delivered 2 shocks to a male pt and after the second shock, the AED advised battery needed replacement and shut down. Ems was on scene right after and delivered 6 additional shocks.